Event description:
It was reported that pen ii omnitrope pen 10 was difficult to operate. This was discovered before use. The following information was provided by the initial reporter: high resistance: she said that she got her replacement pen and it has the same issue. She tried it without a cartridge in it and when she pushes the button, it does not go down smoothly. It stops and she has to push the button again. She said that when she pulls the pen apart, the plunger will go down smoothly, but once she assembles it, it's difficult to depress the button. She said she used the first pen for 2 weeks and it had the problem the whole time. The new one she hasn't actually used with medication yet. She's just experimented with it with no cartridge in it. She is a new user of omnitrope. She was using norditropin before, so she's not sure if this is just how the omnitrope pens are in general or if there is something wrong with the 2 pens she has tried.

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Root cause of the reported issue is end user error. The end user was not following IFU directions. This pen requires the combination of the cartridge and vial retainer, along with the pen body subassembly to function properly. Without a cartridge assembled with the pen, there won¿t be any resistance on the leadscrew, thereby the pen will not have the resistance needed for the dose set knob to go down smoothly once dialed. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 10 was difficult to operate. This was discovered before use. The following information was provided by the initial reporter: high resistance: she said that she got her replacement pen and it has the same issue. She tried it without a cartridge in it and when she pushes the button, it does not go down smoothly. It stops and she has to push the button again. She said that when she pulls the pen apart, the plunger will go down smoothly, but once she assembles it, it's difficult to depress the button. She said she used the first pen for 2 weeks and it had the problem the whole time. The new one she hasn't actually used with medication yet. She's just experimented with it with no cartridge in it. She is a new user of omnitrope. She was using norditropin before, so she's not sure if this is just how the omnitrope pens are in general or if there is something wrong with the 2 pens she has tried.